Event description:
The report stated that at the beginning of a laparoscopic tubal ligation procedure, the surgeon had placed one trocar with a camera, then placed the trocar in which he inserted the bipolar handpiece, a keir surgical bipolar handpiece and bipolar cord. He grasped the tubes, and then heard the bipolar being activated without the foot-pedal being pressed by him. The surgeon immediately removed the bipolar handpiece from the trocar. The surgeon said that even when the bipolar handpiece was outside of pt's body, the bipolar handpiece became activated by itself for a few seconds, then stopped. The surgeon called in a general surgeon to check if there was any damaged tissue. They noticed there was a small burn on serosa of jejunum (size approx. 1 cm x 2 mm). The surgeon reported that the pt fully recovered.

Manufacturer narrative:
The forcetriad was checked by the site and found to be operating normally. It was put in service for awhile but then removed when the pt complained about post-operative problems. A request for return of the device has been made but to date the unit has not been returned.